Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient complained of water leakage at the infusion port, and the responsible nurse found that there was an obvious crack in the connection between the infusion port and the positive pressure joint, and there was a liquid overflow at the crack, so she explained to the patient, replaced the infusion port without damaging the needle tip, and reported to the head nurse at the same time. It was reported this occurred with two devices. This report addresses the second device.